Manufacturer narrative:
(B)(6)

Event description:
The customer complained of questionable low elecsys hcg + beta test system (hcg+b) results for 2 patient samples tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. Patient 1 initial hcg+b result was 2.21 miu/ml. The patient sample was retested twice with results of 483.0 miu/ml and 489.8 miu/ml. The hcg+b result of 483.0 miu/ml was deemed to be correct. On (B)(6) 2018 patient 2 initial hcg+b result was 43.24 miu/ml. The patient sample was retested 6 times on the same analyzer and 3 times on another analyzer. The hcg+b retest results from the same analyzer were 9995 miu/ml, 9815 miu/ml, 9426 miu/ml, 9706 miu/ml, and 9863 miu/ml. The hcg+b retest results from another analyzer were 9914 miu/ml,10000 miu/ml with a data flag, and 1004 miu/ml. The hcg+b result of 9995 miu/ml was deemed to be correct. Patient 2 is a female who is (B)(6). The erroneous results were not released outside of the laboratory. There was no adverse event. The hcg+b reagent lot was 28429205 with an expiration date of 28-feb-2019. Qc results were acceptable. Based on the information provided there was no indication of a reagent issue. The analyzer alarm history did not contain any conspicuous events. The field engineering specialist was unable to determine a root cause. He repaired a regent probe internal wash leak. A new reagent lot calibration was generated. He performed precision testing and patient correlation testing with acceptable results. During a follow-up service visit, a field engineering specialist found a hole in the tubing that connects the gear pump to the reagent syringe. He replaced the damaged tubing. He performed mechanical checks to verify there were no leaks. A general instrument or reagent problem could not be identified. The investigation was unable to find a definitive root cause.